Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when inappropriate automatic mode switch episodes were observed. Lead noise was also noted. The lead was capped and replaced. The patient was fine post procedure.